Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer reported at least three occurrences of the same malfunction with the code malf 0. The customer reverted to an alternate method of insulin therapy.